Manufacturer narrative:
Corrections: d1; brand name d2; product code d; common device name: d4; model # d; catalog # additional codes; img (annex g) code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID mc1vr01; serial# (B)(6); implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited an inaccurate longevity estimate of eight months during the first programmer interrogation. The leadless ipg was re-interrogated and another inaccurate longevity estimate of more than eight years was recorded with the same battery voltage. It was suspected that the discrepancy in the reported longevity between these reports was due to an in-session longevity calculation and a device/battery issue was not suspected and the battery depletion was normal. The leadless ipg remains in use. The programmer remains in use. No patient complications have been reported as a result of this event.